Event description:
It was reported that during testing at the user facility, a device tip was found to be missing silver plating material, posing the risk of a small component being lost in a surgical site. There were no adverse consequences related to this event.